Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-sep-2018 with the following findings: the button contacts were missing from the keypad flex. The battery compartment was cracked at the left side of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the keypad button contacts were missing. This report is made based on results of investigation completed on 04-sep-2018.